Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced alarms while connected to the power module and pump stoppage. It was also reported by the patient while she was in the clinic that the pump was sputtering. It was repeated when she was attached to a different power module. The patient was placed on battery power. The vad coordinator reported that red heart alarms were produced when the percutaneous lead was manipulated near the distal end bend relief, while both power leads of the system controller were connected to batteries. The percutaneous lead was evaluated and damage to percutaneous lead was found. A portion of the distal end of the percutaneous lead was replaced.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.